Manufacturer narrative:
The amplatzer muscular vsd occluder (muscvsd) was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and found 2 broken wires and 21 bent wires on the distal disc. The cause of the damage could not be determined conclusively, however it is consistent with snare retrieval. The device was loaded and deployed from a test 8f torqvue loader without any deformities.

Manufacturer narrative:
The amplatzer muscular vsd occluder associated with this event was not returned to sjm for evaluation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Based on the information received, cause of the embolization is unknown.

Event description:
A 14mm amplatzer muscular vsd occluder (muscvsd) was implanted successfully. A left ventricle (lv) angiogram was performed after the implant procedure, which revealed the muscvsd had dislodged into the right ventricle (rv). The muscvsd device was able to be retrieved percutaneously using a snare.